Event description:
The customer reported observing unusually small drops of insulin at the end of the tubing during the fill tubing step of the load sequence, which was an ongoing issue. Despite this, there was no adverse impact on the customer's blood glucose level. The customer confirmed that no air was present in the cartridge and that room temperature lispro insulin was used without overfilling the cartridge. However, they experienced continued high blood glucose levels ranging from 287-398 mg/dl, even after changing the infusion set and cartridges. Technical support could not find any errors in the logs to explain the high blood glucose levels or the small insulin drops, but they approved further action as all troubleshooting options were exhausted. The customer was to discuss the high blood glucose levels with clinical support for potential supply changes. Csa to replace pump. Customer will continue to use current pump.